Event description:
The customer reported that on (B)(6) 2011 erroneous, low sodium (na), chloride (cl) and calcium (calc) results were generated on a unicel dxc 600i synchron access clinical system for four patients. The initial erroneous results were reported outside of the laboratory however upon awareness of the issue, the samples were rerun on another instrument. The repeat results were higher, considered as valid and amended reports were issued. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Instrument chemistry quality control results recovered within customer established specifications during the timeframe of the event. No patient specific information or sample handling/collection information was provided by the customer.

Manufacturer narrative:
Service was dispatched for this event. Service could not duplicate the issue. The field service engineer executed ion-selective electrode performance testing. All results met established specifications.